Manufacturer narrative:
Please note: this device is distributed outside the united states; however, it is similar to the drug eluting stent distributed in the united states. This female in the arts ii trial experienced restenosis of a cypher stent approximately 4 years post implantation. Restenosis is a potential adverse event associated with coronary artery stenting. The primary objective of the arts ii trial is to compare the effectiveness of coronary stent implantation using the sirolimus-eluting bx velocity balloon expandable stent with that of surgery, as observed in arts I. Medical history and risk factors that may have increased her risk for major adverse cardiac events included prior non q-wave mi, chronic renal insufficiency, diabetes, hypertension and a family history of coronary disease. 2 vessels were treated during the index procedure. No vessel/lesion characteristics were reported. Three 3.0/13mm cypher stents were implanted as follows: one in the mid-lad, one in the mid-rca and one in the proximal rca. The procedure was described as "successful" and no complication were reported. Discharge medications included beta-blockers, calcium antagonists, ace-inhibitors, aspirin, clopidogrel, metformin, diuretics, thyroid hormones, acetylcysteine and allopurinol. Nearly 4 years later, the pt was hospitalized with pulmonary edema and revascularization was "electively" performed on her mid-rca (previously cypher stented) and distal rca with two add'l cypher stents. No add'l events were reported. The product could not be returned for evaluation, as it was still implanted. A review of the manufacturing records indicated that this lot of products met all requirements per the applicable manufacturing quality plan. With the available info, it appears that the pt's medical history and progression of existing coronary disease may have contributed to the event.

Event description:
The pt was hospitalized approximately three years and eight months post index procedure for acute pulmonary oedema. An elective re-ptca was conducted and the distal and mid right coronary lesions were revascularized. On august 22. 2003, the pt was admitted into the cath lab with silent ischemia where three 3.0 x 13mm cypher stents were implanted. The first stent was implanted in the mid left anterior descending lesion at 14 atm, the second stent was implanted in the mid rca at 15atm and the third stent was implanted in the proximal rca at 16atm. All three stents were implanted via direct stenting. The pt was discharged from the hospital five days later. The pt's baseline and discharge medications include: beta blocker therapy, calcium antagonists, aspirin, clopidogrel, diuretics, ace inhibitors, vasodilators, metformina, thyroid hormones, apo-allopurinol and acetylcysteine.